Event description:
Device #2 issue: failure to deploy - needles. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during needle deployment, the needles did not deploy by emerging at the top of the barrel. The device was removed and a second prostar xl was attempted, but only three of four needles deployed. The device was removed and hemostasis was achieved with manual suture. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12322-02, lot #85030-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.